Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25 several times since the last time they called. The battery was not lasting longer than 24 hours. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. According to the power management graph, the detailed trace analysis confirmed that there were no unexpected pump error 25 alarms triggered. The backup battery unloaded voltage was not less than the 3.7 volts for 240 consecutive minutes and the loaded voltage was not less than the 3.5 volts for four consecutive hours. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.